Event description:
Covidien received information that the pt was removed from the 840 ventilator due to a malfunction. The pt was placed on another ventilator. No pt harm reported. Covidien inspected the device and replaced the oxygen sensor (o2) sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).